Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had offline due to network issue. A field service engineer accessed the station, performed a reboot, and resolved the port issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that the pyxis anesthesia es system had patient not showing on station. The customer reported that users were preventing the medications. There were no adverse events or injuries reported based on this incident.